Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported noticing two cracks near the battery compartment going across the o rings. Customer replaced the batteries and the insulin pump had a blank display and would not turn on until several attempts. Customer's blood glucose reading at the time of the call was 211 mg/dl. No further information reported.